Event description:
When attempting to use the bovie, cut was working, coagulator was not on the pencil. Pencil replaced immediately and worked correctly. Defective device removed from field and labeled with pt sticker.